Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Event description:
This report summarizes 117 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 3 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report. 3 devices are still pending evaluation.

Event description:
This report summarizes 118 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 3 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 114 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 117 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 3 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 117 to 116.

Event description:
This report summarizes 116 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 3 events with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 117 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There were 3 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending was evaluated and it was determined the device experienced head section was difficult to operate, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 118 to 117.